Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01676. It was reported the patient¿s ipg and lead were replaced due to the ipg being inoperable and the lead having high impedances resulting in ineffective stimulation. Stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.